Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause for the pain is an implant breaching the neuroforamen. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7045-100, lot# 159782, manufactured 06/27/13, expires 2018-06; p/n 7050-100, lot# 8078003804009, manufactured 08/10/12, expires 2015-09; p/n 7065-100, lot# 8047003804012, manufactured 07/30/12, expires 2015-09.

Event description:
On (B)(6) 2013, the surgeon performed a left si joint arthrodesis utilizing the ifuse implant system placing three implants. Post-operatively, the patient complained of radiating pain into the left calf and foot. The patient also had some weakness of the left toe extensors and left ankle dorsiflexion. A CT scan was performed that showed that the superior (cephalad) implant had breached the neuroforamen medially. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the cephalad implant. He also added one new implant caudal and anterior to the previously placed most caudal implant. No other fixation/instrumentation was inserted. No bone grafting was performed. Per si-bone vp of medical affairs: ¿medical review shows that this is an early revision surgery for treatment of a symptomatic malposition of an implant that was misplaced medially."